Event description:
It was reported that a foreign particle was found on the luer tip of the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "customer found a sterile syringe and needle recently with particles on them at the time of opening the package in a sterile IV room. - one product was a bd 50 ml syringe with a luer-lok and the other was a bd safetyglide needle 18g x 1 ½¿ - the syringe was discovered around (B)(6) 2023. The needle was discovered (B)(6) 2023 - the needle has a particle on the hub. The syringe has a particle on the leur-lok tip. - we pulled both items out of circulation and inspected all other similar items for the same issue but none were found. Neither item was used."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-oct-2023. H.6. Investigation summary: it was reported the syringe has a particle on the luer lock tip. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed with 10x magnification. The syringe has a dark speck at the luer tip. It was not embedded and filthy in appearance. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if, after an equipment repair or preventative maintenance, the particle was left on the assembly equipment and became adhered to the syringe luer tip. A device history record review was completed for provided material number 309653, lot 3163001. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a foreign particle was found on the luer tip of the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "customer found a sterile syringe and needle recently with particles on them at the time of opening the package in a sterile IV room. One product was a bd 50 ml syringe with a luer-lok and the other was a bd safetyglide needle 18g x 1 ½¿. The syringe was discovered around (B)(6) 2023. The needle was discovered (B)(6) 2023. The needle has a particle on the hub. The syringe has a particle on the leur-lok tip. We pulled both items out of circulation and inspected all other similar items for the same issue but none were found. Neither item was used."